Manufacturer narrative:
Pr (B)(4) follow up. It was reported part of the medication stopper was punctured out and into the drug. A device history record review was completed by our quality engineer team for provided material number 305180 and lot number 4212671. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Further action has not been determined necessary at this time.

Event description:
Materials: 305180, batch#: 4212671. Level of harm: close call - caught by process ¿ potential for severe harm if not noticed incident details: when anesthesia was drawing up meds with the blunt fill needle. Part of the medication stopper was being punctured out and into the drug. This occurred with more than one drug/stopper indicating it is an issue with the needle rather than the integrity of the stoppers. Anesthesia noted this was also a high-risk concern when drawing up opaque drugs such as propofol as you would not be able to spot the stopper floating around as easily as you would for the clear mediation. Procedure: providing anesthesia for surgeries.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.